Manufacturer narrative:
Ge healthcare biomed contacted the customer and provided technical advice. There is no confirmation or resolution for this reported fault. Ge healthcare service has not received a request for service for this event.

Manufacturer narrative:
The date of manufacture is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed, indicating high positive end expiratory pressure. There was no report of patient involvement.